Event description:
A user indicated on a thoratec medical device tracking form, that a pt who was being supported by left and right ventricular assist devices (lvad and rvad) had died of stroke. The tracking form also indicated that the device caused the pt's death. Follow-up conversations with the user revealed that the pt's death was due to poor hemostasis which was resulted in severe bleeding from the lvad outflow graft and a stroke. The user also indicated that heparinized blood was used to preclot the cannula during implantation, which is not consistent with thoratec's instructions for use. The instructions for use specifies that non-heparinized blood be used to preclot the cannula.